Manufacturer narrative:
The pod6 pet lock was intact. The pusher assembly was kinked approximately 44.0, 46.0, 117.0, and 121.0 cm from the proximal end. The distal detachment tip (ddt) was intact and full of dried blood. The coil was pushed further into the aneurysm and was, therefore, not returned. The complaint has been evaluated. The complaint indicated that during insertion of the pod6 through another manufacturer's catheter, the coil unintentionally detached as soon as it exited the catheter. The physician injected saline through the catheter to push the coil further into the aneurysm. Evaluation of the returned device revealed the pod6 pusher assembly was kinked. This type of damage typically occurs due to improper handling during use. If the pusher assembly is manipulated forcefully at an angle during advancement into a catheter, damage such as this may occur. The unintentional detachment mentioned in the complaint may have occurred from the pusher assembly being forcefully retracted against resistance. Advancing the pusher assembly against resistance may have allowed the ddt to extend beyond the reach of the pull wire and result in the coil detaching. Pod6 devices are 100% functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery (sa) using pod6 coils. During the procedure, the pod6 coil was deployed into the aneurysm and unintentionally detached. The physician injected saline through the microcatheter and the pod6 coil was advanced further into the aneurysm. The procedure continued successfully using additional ruby coils. There was no report of an adverse effect on the patient.